Event description:
Investigation revealed a torn keypad from the ok keypad button to the down arrow keypad button; the up, down and ok keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the button key contacts. The text on the display screen also had a red hue. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/03/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the battery cap was not returned; therefore a test battery cap was used to complete investigation. Investigation revealed a torn keypad from the ok keypad button to the down arrow keypad button; the up, down and ok keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under the button key contacts. The text on the display screen also had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)